Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was sprayed with the water hose, causing a blank screen. The battery was replaced, then the screen froze at number 6 as it initialized. Advised the mother that the insulin pump would be replaced. Nothing further was reported.